Manufacturer narrative:
(B)(4). Device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the superficial femoral artery (sfa) the 5.0x80 armada 35 was used for dilation. During inflation, the pressure was increased very slowly. After the dilation, the balloon dilatation catheter (bdc) could not be deflated. The physician aspirated the balloon using saline to dilute the contrast and the partially deflated balloon was removed from the anatomy. There was no reported adverse patient effect. There was a procedure delay without clinical significance. No additional information was provided.